Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked keypad overlay, and end cap partially broken off. Per observation that the knit line near the belt clip plate is normal. No cracks on the case during the visual inspection. Cosmetic damage at the back of the pump(crack) was not confirmed, however, other cosmetic damage confirmed where scratched case, cracked keypad overlay, and end cap partially broken off was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1812 was requested and customer response was the device was been returned for analysis.